Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011, and a mesh was implanted. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent laparoscopic abdominal sacrocolpopexy due to grade 2 rectocele, grade 1 cystocele and continuing sui. It was reported that patient underwent vaginal sling removal on (B)(6) 2015 due to vaginal pain and previous sling. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 3/2/2016, add'l info.